Event description:
Field nurse reports, " patient and spouse couldn't get the needle cap off without the needle hub coming off the syringe, a new syringe was used for injection and no difficulties with the new syringe occurred." Advised to call specialty pharmacy.

Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Both batches were inspected and accepted based on meeting inspection control plan and subsequently approved for shipment.

Event description:
Field nurse reports, " patient and spouse couldn't get the needle cap off without the needle hub coming off the syringe, a new syringe was used for injection and no difficulties with the new syringe occurred." Advised to call specialty pharmacy.